Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return and additional information is requested and product will be evaluated after receipt. In case any new or additional information will be gained a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding health effect - clinical code 1930. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding type of investigation 4115. This is a follow up report to add this additional code. FDA coding was missed in the initial report. Adding additional investigation conclusions code 192. This is a follow up report to add this additional code. Adding implanted date (B)(6) 2015 adding explanted date (B)(6) 2021 this is a follow up report to add this additional information. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to osseospeed 5.0 - 11 mm catalog # 24642. Correcting lot # from unk to 52193. This is a follow up report for this corrected information.